Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a loose connection resulting in a system error 2240 alarm. It was noted that the connection between the final line and the supply bag was loose during therapy. This is a known cause of a system error 2240 alarm. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell four while the hp was connected. The hp had already turned off the hc. The technical service representative (tsr) had the hp turn on the hc and reviewed the alarm log. The tsr found the alarm in the log and explained the alarm to the hp. The hp stated that the bag on the final line was loose by about 1/8 of a turn. The hp did not see any leaks. No patient injury or medical intervention was indicated in association with this report. No additional information is available.